Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2017-dec-21 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient underwent hip surgery on (B)(6) 2017, and was not waking up. The hcp was concerned that the pain pump was contributing to the patient not waking up, and wanted it stopped. It was noted that attempts to contact the patient's pain management physician were unsuccessful. It was noted that the patient was hospitalized, and the situation was being addressed by the hcp. No further complications were reported or anticipated.